Event description:
It was reported that the physician noticed air was entering inside the sheath and into the flushing tube. The sheath was flushed and fluid was leaking from the end of the sheath. The physician thought the leak may be from the entry port. A catheter was inserted into the sheath, and the physician continued to notice air entering into the system. The product was abandoned and the procedure was completed with another device.

Manufacturer narrative:
Device received and shipped to external manufacturer on 09/02/2008. A follow-up report will be submitted once device investigation is complete.